Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level 200 mg/dl. The customer changed the supplies on the pump and a bolus was delivered to address the bg level. Tandem technical support had the customer perform a system check using the current supplies on the pump and the occlusion appeared to be within the cartridge. On (B)(6) 2016, after changing the box of cartridges that were being used, the occlusion alarm did not reoccur.